Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that patient was revised on a left hip due to loose cemented bipolar component. Stem, bipolar component and femoral head was removed and replaced.

Event description:
It was reported that patient was revised on a left hip due to loose cemented bipolar component. Stem, biopolar component and femoral head was removed and replaced.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding stem loosening involving a uhr bipolar 26x51mm was reported. Conclusion: the device reported in this investigation does not interface with the bone and therefore does not osseointegrate. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.